Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing. The atrial pace was being blanked on right ventricular sense. The patient had a history to pacemaker mediated tachycardia (pmt) episodes with post-ventricular atrial refractory period (pvarp) breaking pmt. Technical services (ts) discussed trouble shooting options. This device remains in service. No adverse patient effects were reported.